Event description:
It was reported that customer mentioned battery depletion issues during call but declined to provide further details, and no event dates were given so allegation could not be confirmed. There was no reported impact to the customer¿s blood glucose level. No additional corrective actions or follow-up steps were reported, and no further information was received regarding outcome of event.